Event description:
It was reported that, during office testing, there was noise on the electrogram. The noise occurred in the secondary and alternate sensing vectors. Technical services reviewed the electrograms and recommended a lateral x-ray. Later, the electrode was successfully explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing via a reduction in the intrinsic amplitude. Technical services discussed some programming options. The patient has returned for a follow-up and the clinic will check the device. There were no additional adverse patient effects. The system remains implanted. It was reported that, during office testing, there was noise on the electrogram. The noise occurred in the secondary and alternate sensing vectors. Technical services reviewed the electrograms and recommended a lateral x-ray. There were no adverse patient effects. The system remains implanted.